Manufacturer narrative:
The date of event is estimated. The date of explant is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Reprogramming was attempted but the patient stated they never had effective therapy. As a result, the patient had the ipg explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.